Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n195852007, implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s symptoms were like a cerebrospinal fluid (csf) leak, also reported as a ¿possible tear in the intrathecal sac.¿ the patient was having the following symptoms: headache, also described as a debilitating/excruciating migraine, drowsiness, sleeping for extended periods of time (hours), and vomiting bile. The patient was reportedly on her way to the hospital. The symptoms started ¿last tuesday/wednesday and thursday¿ ((B)(6) 2014). The patient could not find a position to relieve these symptoms. The patient spoke with their healthcare provider (hcp) and she was directed to go to an emergency room (ER) and get a computed tomography (CT) scan or magnetic resonance imaging (MRI) to check the catheter placement. Then on friday, (B)(6) 2014, the patient¿s symptoms ¿eased up,¿ but she slept for a very long time on saturday, and was not feeling great saturday afternoon after she tripped over a cart at a store. The patient went to an hcp and told them about her symptoms and what she wanted done; however, she was told they could only do a CT scan, unable to do MRI until sunday. The patient left the ER, went to a different hcp and received 2 intravenous (IV) injections of reglan for the migraines, which allowed her to drive to reno. It took her twice as long as she had to stop whenever she felt bad: migraine, vomiting. The migraine started to return on saturday night, (B)(6) 2014, and she could no longer drive. She stopped and slept (was ¿comatose¿) for 12 hours; woke up, and "passed out" again for 6 to 10 hours. The patient ¿rode it out yesterday¿, but fell and reportedly might have broken her wrist. The pump system was being used to infuse clonidine and dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.